Event description:
It was reported that insulin pump has cracks around the display window. It was also reported that there are large scratches and cracks on the reservoir compartment of the insulin pump. Customer stated that there could possibly be a leak in the insulin pump. Customer's blood glucose reading was 90 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube noted, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. No unexpected smell of insulin noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.